Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed through review of the event history logs. Functional testing was not able to duplicate the reported issue. Contamination was found to be at the downstream occlusion (dso) sensor area and was the most likely cause of the reported issue. The dso sensor was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was unknown patient involvement, no patient injury was reported.